Event description:
It was reported that during a cervical disc arthroplasty level c-5 c-6 surgical procedure it was discovered that the "hose leaked nitrogen" and "would not power the drill bit¿ on the motor device. There were no delays to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had an "air leak" and "no rotation" from the motor. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.